Event description:
Additional log files were submitted for review on 08feb2026, and it was stated that a controller exchange was performed. Technical services communicated that prior to the driveline disconnect and controller exchange, the log file captured pump stops and speed drops below the low-speed limit as well as driveline faults. The pump speed issues occurred on battery power and power module (pm) and appeared to be caused by a phase to phase short. The second log file continued to show pump speed issues on battery power and pm. These also appeared to be caused by a phase-to-phase driveline short. Log files submitted on 09feb2026 continued to show indications of a phase to phase short. A percutaneous lead replacement was to be performed, but it was stated that due to complications with the driveline and the likelihood of the damage to the driveline being internal, the hospital team decided to move forward with a heartmate ii pump exchange on 10feb2026. Exchanging the equipment resolved the event, and no other troubleshooting was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's daughter had swapped out the patient's primary system controller for their backup system controller. The total time in the log file that the pump was operating below the low-speed limit (lsl) or stopped was 8 minutes and 29 seconds. The longest continuous string of time that the pump was operating below the lsl or stopped was 7 minutes and 58 seconds. Following the exchange pump thrombosis occurred. The patient passed away on (B)(6) 2026 on a different pump, and log files were submitted for analysis which captured transient power elevations on 12feb2026 as well as two events where the recorded pump speed was below the low-speed limit. It was noted that the speed reductions and power elevations recoded may have been due to the thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for analysis. The log file captured 145 driveline fault alarms between on (B)(6) 2025 and on (B)(6) 2026. It was suggested to exchange the patient's controller. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of returned heartmate ii left ventricular assist system, serial number (B)(6), confirmed wire damage that would have contributed to the driveline fault alarms, pump stops, and low speed events observed in the submitted log files. The submitted log files contained events from 30dec2025 through 09jan2026 and from 03feb2026 through 09feb2026. Intermittent driveline fault alarms associated with yellow wrench advisories were captured throughout the files. Multiple low speed and pump stop events were captured beginning on 08feb2026 occurring on both battery power and the power module. Based on previous complaint experience, these events appear indicative of a potential issue with the driveline resulting from conductor breakdown and a phase to phase short. Heartmate ii left ventricular assist system, serial number (B)(6), was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned measuring approximately 37.5¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and bend relief collar) was not returned. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received. The proximal portion of the driveline did not reveal any discontinuities or shorts. Continuity testing of the distal portion of the driveline revealed elevated resistances on all wires. Upon removal of the layers, visual inspection of the underlying wires revealed breaches in the insulation of the red and orange wires approximately 9.0¿ from the controller connector. Microscopic examination of the wires revealed breaches in the insulation of the red and orange wires approximately 26.5¿ from the controller connector. The remaining segments of all wires were submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. Additional areas of current leakage were identified in the yellow wire approximately 9.0¿ from the controller connector and in the black wire approximately 26.5¿ from the controller connector. No other areas of current leakage were identified. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have occurred, resulting in the low speed and pump stop events observed in the submitted log files while the patient was operating on the 14 volt batteries as well as the power module with an ungrounded patient cable the relevant sections of the device history records for (B)(6), and driveline, serial number 63259, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.